Event description:
It was reported that the peep settings were off, believed was out of calibration. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. Customer complaint confirmed. Calibrated gauge ps040 and manometer read 24 and 25 respectively during peep test. After calibration the device passed all test. Service history review identified there was previous service request. October 8th 2025.